Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that while reprocessing the olympus hf generator unit, the device began displaying an e0006 error code. According to the initial reporter, the issue could not be resolved by changing any of the components. This event had no patient involvement.

Manufacturer narrative:
The evaluation of the event is on-going. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer's contact information and facility registration number. The facility registration number is (B)(4).